Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a other (unusual issue) issue; "no injection/no delivery." No further information was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/13/2015. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 09/28/2015 with the following findings: review of the black box data revealed records of ¿loss of prime¿ warnings with pump not primed after the rewind. No valid ¿loss of prime¿ events were observed. On investigation, the pump was exercised for 24 hours successfully without loss of prime warnings duplicated. The force sensor unit was evaluated and determined to be detecting force correctly. A review of the total daily dose amounts add up to correctly reflect the user¿s programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. The pump cover was removed for investigation revealing the force sensor pins to be properly seated and the solder connections intact without damage. There was no evidence of contamination or cracked force sensor traces, and no internal moisture was found during the investigation. Investigation did not duplicate the complaint and the pump was found to be operating within the required specifications without malfunction.